Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the cover glass of the insertion section is cracked, and stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the stripes in the image occurred due to a broken video cable. A definitive root cause could not be identified for the dent in the outer tube. A definitive root cause could not be identified for the cracked cover glass on the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the day after placement, the foley catheter fell out on the ward. The balloon part was torn.

Event description:
It was reported the rigid video scope had a broken cable at the camera unit connector. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.